Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. Once faradrive sheath crossed into left atrium, it was noted that air bubbles could not be clear from shaft, then physician tried aspiration in repeated attempts, it was also attempted to reposition sheath and slowed pressure bag drip; troubleshooting approaches were unsuccessful. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.